Manufacturer narrative:
Correction: sections a.1, a.2, a.3, b.1, b.2, b.3, d.1, d.4, d.6, d.7, e.1, d.10, g.3, h.1, h.4, & h.6. Advanced bionics does not consider this event as reportable. Device testing was within normal limits and lock was obtained. The recipient remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however the issue did not resolve.